Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and verified the issue and replaced the safety disk during installation. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. As per fat, performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure of membrane leak tests failed with result of 10mmhg, the factory specification is +-6mmhg. Safety disk failed testing. Retaining safety disk in the fat dept. As per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.

Event description:
It was reported that during install, the cardiosave intra-aortic balloon pump (iabp) units safety disk is not passing membrane leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.